Event description:
No harm to patient. Any time you switch out the needle you have to run a 'test' to ensure the system will run appropriately. The first needle failed this test. It was not pulling the saline from the saline bag. After ensuring all tubing was correct and nothing was loose, we tried to run the test again. We ran the test 4 times. All times it failed with the same issue. We then decided to place a new needle, figuring it was just a bad needle. When I placed the new needle on the machine and ran the test it passed, and we continued with the biopsy.